Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump alarmed no motor movement or negligible movements and other device error alarms. Customer's blood glucose was 4.6 mmol/l. Troubleshooting was performed on the insulin pump and it was noted the buttons on the device were unresponsive. Customer was not able to rewind the device. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The device is returning for analysis.